Manufacturer narrative:
(B)(4). Additional information added to device manufacture date, evaluation codes. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a clearlink system continu-flo solution set 4-way stopcock extension set became disconnected and leaked medication. This event occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.